Manufacturer narrative:
Complaint and samples forwarded to manufacturing facility for investigation. Follow up report will be filed once investigation is completed.

Event description:
During a left ureteroneocystostomy, the drape got wet with water and saline. When friction was applied, the drape flaked off onto the surgeon's gloves and into the wound. The surgeon was able to remove all pieces of the drape from the wound. No additional medications were required, and there were no adverse effects to the patient.